Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board, image processor board, backplane, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.